Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic low anterior resection, the tip of the tissue pad fell off outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.